Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture (baker grade unknown).(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 325cc saline breast prostheses when the right breast prosthesis deflated after implantation. The patient observed deflation in her right breast prosthesis. In addition, the patient developed capsular contracture (baker grade unknown) in her left breast. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 475cc gel breast prosthesis and a mentor memorygel breast implant 450cc gel breast prosthesis on (B)(6) 2019. This medwatch report is for the left breast prosthesis.